Event description:
During aortic valve replacement surgery, a #23 hancock porcine valve was going to be implanted. Equipment failure, when cinching suture broke on the heart valve. The product was not implanted and was replaced with no further problems noted. Product report and product was given to medtronic rep.